Event description:
Report received of "a broken locking mechanism of the docking station, causing the gemstar pump to be dislodged and lose power". The pump was programmed in the bolus only mode to deliver morphine sulfate 1mg available every 6 minutes as needed. The pump was attached to a docking station. When the pt was transported to the radiology dept, the pump was dislodged from the docking station (thought to be caused by the jarring action of the gurney durng transport) and the pump went dead. It was found that the locking mechanism of the docking station was broken. The pt completed the procedure without the pain medication. The pt did not experience any adverse effects. The pump was reportedly reattached to the same docking station when the pt returned to the room. The pump programming was maintained when they turned the pump on. The infusion was resumed without problem during the night. The pump was reportedly dislodged from the docking station the next morning. At this time a new docking station was available to the pt. The infusion continued without problem. There was no pt adverse event reported.